Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, correspondence was received from a competitor company reporting that the patient has received 8 occlusion errors since 2009. The patient's mother initially reported to the competitor company the following month. As a result of the occlusion errors the patient's blood glucose was elevated to 300-500 mg/dl. The patient changed the infusion set and bolused through the infusion device to lower elevated blood glucose. Several hours later the patient experienced low blood glucose of 60 mg/dl. The patient's mother stated that she always primes air bubbles from the system. She stated that she sometimes notices "spots" on the infusion tubing. She stated that the patient does not have scar tissue and properly rotates infusion sites. She reported no insulin leakage or kinks in the infusion tubing or cannula. No further information was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned for evaluation.